Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the follow-up tee in (B)(6) 2015, the patient was in atrial arrhythmia. The jet was noted at 90 degrees. There was no thrombus noted on the atrial facing surface of the watchman device or in the left atrium. The was a residual atrial septal shunt.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
(B)(6). It was reported an incomplete seal of the left atrial appendage (laa) was observed post procedure. In (B)(6) 2015 a 21mm watchman laa closure device was successfully implanted during a laa closure procedure. There were no recaptures performed during the procedure and a complete seal of the laa was observed. In (B)(6) 2015, a complete seal was still noted during follow up transesophageal echocardiogram (tee). In (B)(6) 2015, the six month follow up tee revealed a jet, or leak. The largest residual jet around the device was 2mm. No additional actions were taken to treat the jet.